Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument still passed the electrical continuity test and there was no insulation damage to the conductor wire observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley - between the grip base to be related to the custom reported complaint and the root cause was attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the plastic cover of the 8mm maryland bipolar forceps instrument tip burned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-oct-2021: the maryland bipolar forceps instrument was inspected before the procedure and it was working fine for 3 hours prior to arcing event. It was noted that the arcing was observed during peripheral dissection of the portal area. There was no report of instrument collision, and the instrument did not come in contact with staples, clips, or sutures at the time of the event. The bipolar coagulation mode was activated when the arcing event occurred. The force fx was being used and settings were coagulation-40 during procedure. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The customer is returning the instrument for the failure analysis..

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm maryland bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (420172-17/ n10101014-346) associated with this event has been performed. Per logs, the maryland bipolar forceps (420172-17/ n10101014-346) was last used on (B)(6) 2021 on system (B)(4). The instrument had 8 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the maryland bipolar forceps instrument reportedly sparked and there is no evidence or claim of mishandling/misuse. Although there was no patient injury reported as a result of this issue, if the event were to recur, it could cause or contribute to an adverse event.